Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made an unspecified mistake. The patient was not hospitalized for the event. The patient was treated with vancomycin injection (1gm, discontinued, route, frequency and duration were not reported), amikacin injection (500mg, discontinued, route, frequency and duration were not reported), imipenem injection (1g in one bag, intraperitoneal, ongoing, frequency and duration not reported) and amikacin injection (100mg in one bag, intraperitoneal, ongoing, frequency and duration not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was reported that the patient will be retrained "next week". No additional information is available.